Event description:
Initial report was received by phone on 1/12/98 stating the following, no indication was given at this time of a product problem or adverse event: "blue handle snapped off of exacrop dial." Info received on 2/19/98 stated the following: "dial a flow broke and pt's blood leaked out onto the floor (approx 200 cc)."